Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was seen in the emergency room after receiving anti-tachycardia pacing (atp) and shock therapy. The device history was reviewed; noise and oversensing were present which led to the inappropriate atp and shock therapy. The noise was able to be reproduced. An x-ray was performed which revealed that the lead had fractured. The patient was seen for a revision procedure where the lead was explanted and replaced. The lead is not expected to be returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.